Manufacturer narrative:
A3b: gender: n/a. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that hemostasis was not, and the involved angio-seal device deployment failed because the anchor did not exit the sheath or the carrier tube. Hemostasis was achieved through one hour of manual compression. A hematoma developed during the 7 french coronary intervention before the application of the 8 french angio-seal. Blood loss was less than 250cc. There was no patient injury or need for medical or surgical intervention, and no direct claims were made against the reported device for causing or contributing to patient injury or the necessity for medical intervention. Additional information was received on 25 jun 2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was conducted, confirming that the hematoma mentioned was observed prior to the angio-seal closure attempt. No multiple attempts were made to gain arterial access. The posterior wall of the artery was not punctured, and the puncture site was not considered a high stick, being below the inguinal ligament and the inferior epigastric artery. The patient did not receive any blood-thinning medication, thrombolytics, or platelet aggregators during the procedure. No details regarding medication or dosage were disclosed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).